Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 8/23/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove over 1,000 cc of fluid from the pericardial space. The patient was stabilized and moved to the intensive care unit. It was reported that at the time of the event, the mapping catheter was in the right atrium and nowhere near the coronary sinus. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. At the end of the procedure, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove over 1,000 cc of fluid from the pericardial space. The patient was stabilized and moved to the intensive care unit. It was reported that at the time of the event, the mapping catheter was in the right atrium and nowhere near the coronary sinus. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the luer hub. The irrigation tube was twisted and crushed is an abnormal condition not originated during the manufacturing process. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the irrigation tube damage in the luer hub cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).